Manufacturer narrative:
The insulin pump was received with a blank display due to corroded battery tube spring. Unable to confirm low battery alert and off no power anomaly due to blank display. Unable to perform any tests due to blank display. The insulin pump was received with a stripped battery cap coin slot, cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for off no power shortly after the low battery warning. The customer did not recall the blood glucose reading. The customer reported that the batteries were previously used. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.